Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with acute onset severe abdominal pain and emesis. The patient showed no sign of bowel ischemia, but they had generalized dilated bowel loops with possible partial obstruction. On (B)(6) 2022 an exploratory laparotomy was performed with lysis of the single adhesive band. On (B)(6) 2022, the nasogastric tube (ngt) was removed, bowel function present. The next day, hemoglobin levels of 6.5 were noted and the patient was transfused with 2 units of blood.

Event description:
The patient's condition resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Section a date of birth: patient privacy laws prohibit the release of private patient information and the patient's date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between the reported events and the device could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.